Event description:
.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a classification of "other", making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA 584165.  This CAPA identified complaints categorized as "other" events were incorrectly assessed for reportability, and therefore were deemed not reportable to the competent authorities.  Please disregard h10 statement made in follow up #1.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the broken doppler tether assembly and completed the pm. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter is a getinge employee who has different contact details from that of the event site. A contact person at the customer or complainant site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) doppler tether assembly was not working. There was no patient involvement, and no adverse event reported.